Event description:
The pump was refilled with no problems. The next day, the patient was not able to get all of the boluses using the personal therapy manager (ptm); the number 8476 was seen. The pump was reprogrammed. In the next 48 hours, the patient was able to get the boluses. In 2008, the number 8476 was seen again on the ptm. Telemetry of the pump showed that the motor had stalled several times. There was no patient injury. The pump was explanted. The pump was used to deliver rapidocaine. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.